Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the filter failed to open when deployed. The filter embolized into the heart and then it migrated into the pulmonary artery. The physician performed a surgical procedure to remove the device from the pt. The current status of the pt is 'unknown'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.